Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant region 11 fractured. Construction is unclear. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant.